Event description:
It was reported that the left ventricular lead was dislodged. The physician attempted to reposition the lead, but was unable to, so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant medical products : dtba1d4, ICD, implanted: (B)(6) 2014, 6935m-62, lead, implanted: (B)(6) 2014. (B)(4).